Event description:
On (B)(6) 2013: customer states via phone during an unknown procedure on an unknown pt both the room monitor and the control room monitor failed after exposing 2 to 3 seconds of fluoro. The physician was able to complete the procedure by waiting for the system to allow another 2 to 3 seconds of fluoro time, and repeating this procedure to get through the test. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot blank monitor issue and found the iapdb pcb was not consistently initializing at power up, failure was intermittent but reproducible. Fse replaced the iapdb pcb. Fse performed operational verification per maintenance section of service manuals. Unit passed checkout procedures and was returned to full service.